Event description:
It was reported that the pt was seen at the clinic as the child has never received benefit from her device. The doctor reported that it was possible to see the electrode lying in ear canal just behind the tympanic membrane. Child hasn't worn her external processor in a long time because parents did not perceive benefit. She was last mapped in 2010 and levels show 125 qu across all channels with normal impedances and no signs of sound awareness. Pre-implant radiology reports claim "unremarkable aic, nerves visualized and intact, ossicles intact." Pt had some facial palsy. It is unclear whether the electrode has migrated out of the cochlear or possibly was never in the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.